Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient¿s ipg lost communication with external devices following an unrelated procedure. Troubleshooting was performed and the ipg was able to be recovered. Reportedly, the patient has stimulation.